Event description:
It was reported that the pt underwent an acdf at c3/4 using anterior cervical fixation plate. It was reported that the screw at right c4 backed out post op. The revision surgery was performed approx 20 days post op. The screw was removed. The surgeon stated that the backed out may have been caused by the pt's severe lordosis. In addition, he could not bend the plate enough to apply to the treated level at the index surgery so that the plate might have been implanted too proud at c4.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the MFR cannot determine the suspect device. The suspect devices in use are lot # h08k8846 and # h08k8847. Device history records for these lots were under request. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.